Event description:
Pt user awoke to find the bottom of their bed on fire. User rolled out of bed and called for help. The user allegedly received burns on 20% of their body. It was reported that an electric blanket was in use at the time. According to the fire report, the user was on oxygen and had o2 cylinders and an o2 concentrator in the room as well. What role, if any, the bed played in this event is unclear at this time.